Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.

Event description:
The patient stated that her blood glucose measured 130mg/dl at 1pm, and at 4:15pm, her blood glucose measured 546 mg/dl. She stated that she bolused 2 units of insulin through her infusion device and she received an e4 (occlusion) error. The patient stated that her cannula was blocked with blood, and she changed her infusion site and bolused to lower her blood glucose. At 6:15, the patient's blood glucose measured 325 mg/dl and 197 mg/dl at 9:30 pm. The patient's normal blood glucose is 140 mg/dl. The patient believes her infusion device should have alarmed e4 sooner. No further information is available. Product was requested to be returned for evaluation.